Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge. Multiple usb cables and ac power adapters were used. After charging the battery for an hour, the battery did not charge. Customer's blood glucose was 200-250 mg/dl.